Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) upon device power up in supply distribution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.